Manufacturer narrative:
E1 full address: (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, no video output was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of image noise was traced to an electrical component failure. The most probable cause of no video output was due to corrosion on the plug unit. The most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image noise. The issue was identified during inspection for use. There were no reports of patient involvement.